Event description:
Patient reported "rupture, has granulomas, shows displacement, exchange from textured to smooth devices due to the patients concern with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of granuloma and malposition are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and malposition.